Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 255, 152, 140, 128 and 126 mg/dl. Customer was also concerned with fasting meter to lab comparison results of 130 mg/dl using true focus meter and doctor's lab test result of 82 mg/dl; the meter to lab comparison was performed during a scheduled doctor visit. The customer¿s expected am fasting blood glucose test result is below 90 mg/dl and expected pm non-fasting blood glucose test result is below 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 129 mg/dl using true focus meter; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/13/2023 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 28-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.